Event description:
(B) (6) health center (B) (6) reported to smiths medical (B) (4) that the unit came apart at the junction before the stopcock or at the luer lock resulting in pt blood loss. The pt had to be transfused as a result. There were no further pt complications.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed. Additional lot#: 1321580.